Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements, measuring greater than 200 ohms. It was reported that the impedance had been varying between 60 ohms and greater than 200 ohms for several months. Troubleshooting effects were performed and it was believed there was a distal coil anomaly. The pace impedance measurements were reported to be stable. Boston scientific technical services (ts) recommended additional troubleshooting steps including a commanded shock. It was reported that the physician had suggested to turn the defibrillator off and just use biventricular pacing. No adverse patient effects were reported. This product remains in-service.